Event description:
On 30th may 2025, it was reported by an arthrex employee via email that an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-2324bcc. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2324bcc, with batch number 15320303, revealed that the anchor was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misaligned insertion; or prying/leveraging the screw during insertion.